Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. Another balloon was used to complete the procedure and vessel was stented without further issue. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).